Event description:
It was reported that when performing a test run with the body temperature simulator, the water temperature stopped decreasing partway through in an arctic sun device. After that, even when a new patient was selected, the water temperature did not drop, and even after restarting the device and operating it in manual control, the water temperature still did not decrease. Per review of wo on 20feb2026, there was no patient involvement.

Manufacturer narrative:
Received condition: n/a, the device was not returned. Reported issue: it was reported that when performing a test run with the body temperature simulator, the water temperature stopped decreasing partway through in an arctic sun device. Repairs related to the reported issue: after that, even when a new patient was selected, the water temperature did not drop, and even after restarting the device and operating it in manual control, the water temperature still did not decrease. Per review of wo on 20feb2026, there was no patient involvement. The reported event was inconclusive. The root cause could not be definitively identified. After that, even when a new patient was selected, the water temperature did not drop, and even after restarting the device and operating it in manual control, the water temperature still did not decrease. Per review of wo on 20feb2026, there was no patient involvement. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter zip code: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when performing a test run with the body temperature simulator, the water temperature stopped decreasing partway through in an arctic sun device. After that, even when a new patient was selected, the water temperature did not drop, and even after restarting the device and operating it in manual control, the water temperature still did not decrease. Per review of wo on 20feb2026, there was no patient involvement.